Manufacturer narrative:
Intuitive surgical inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was retuned for failure analysis due to fiber optic damage. The damage was visible during inspection. As a fix, the fiber optic cable will be upgraded to the latest revision. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable faults, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported complaint and replaced the set up joint (suj) to resolve the reported issue. System was tested and verified for use. Isi did not receive a da vinci product back to determine the cause of this issue. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the system was getting recoverable faults on the universal surgical manipulator (usm) 1. The customer had attempted a reboot and a hard reboot to recover, but the issue persisted. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed error 23072, an excessive mismatch error between the primary and secondary setup joint readings on set up joint (suj) 1 z-axis potentiometer degree of freedom (dof) 1. The customer elected to disabled usm1 and was continuing with the case with three usms. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter on and obtained the following additional information: there was no harm reported to the patient or post operative complications. No issues were noted during set up of the system. There were no issues with port placement. The staff did not observe that there were any outside influences that were impeding movement of the system.